Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the two complaint devices were received, along with a third device believed to be the device used to complete the procedure. All three devices were evaluated; the suction tube was intact on all three devices. The third device believed to have completed the procedure, was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. Visual observation under magnification of the two complaint devices revealed the manifold and the return brace, between the 6 - 8 o'clock (on the first device) and 4 - 8 o'clock (on the second device) positions of the tip showed signs of melting. This damage to the tips would lead to the reported failure, confirming this complaint. The electrodes were not tested to avoid further damage to the tip. The melting of the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. The sales rep had reported the devices may have been near metal during the procedure, and therefore the likely root cause of the failure. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for these two lots of devices that were released to distribution. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder procedure the tips of two of the customer's vapr s90 electrodes were charring and giving an output shortage on the generator. The sales representative stated that the devices may have been near metal. The sales representative reported that the surgeon completed the procedure with a third like device with no patient consequences but there was a ten (10) minute delay. The sales representative stated that the generator settings were set at default and wall was used for suction. The sales representative stated that he did not know how long the devices were on before the devices failure occurred but stated that the issue occurred in the beginning of the procedure. The sales representative stated that the surgeon stopped using the devices immediately and that the devices were not used continuously. The sales representative stated that the surgeon did not have the electrodes buried in tissue. The sales representative stated that both electrodes are not reprocessed devices. The sales representative stated that no debris in the patient was reported to him. The sales representative was not present for the case therefore could not provide any further information. The devices will be returning for evaluation. Please see also medwatch report 1221934-2018-52450.